Event description:
A user facility reported the air entrainment valve of a performatrak mask, when wet, stuck open, occluding the air entrainment port while in use. The patient was reported to have experienced shortness of breath, with reduced blood gases and oxygen levels. No medical intervention was required. The mask has not yet been returned for investigation.